Event description:
A malfunction was reported on the pump, displaying malf 3, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump with updated software, and the customer was instructed on steps to take upon receiving the new pump. The customer did not have a current backup therapy and was advised to contact their healthcare provider. The problematic pump was to be returned via ups with a prepaid label provided.